Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports, "something inside the sensor looks burnt." No further details were provided. There was no report of fire, smoke, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports, "something inside the sensor looks burnt." No further details were provided. There was no report of fire, smoke, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Visually inspected the sensor and something inside the sensor was observed to be burnt. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The returned sensor was further investigated and de-cased. Performed a visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. An extended investigation has been performed. Visual inspection has been performed on the returned de-cased sensor and cracked neck was observed on the plug assembly. The sensor scan was successful. The initial scan was reviewed and the sensor was observed to be in state 5 with event logs 3 and 4. Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. No burn marks were observed on the pcba and no evidence of damage was observed. Additionally the sensor had a normal termination. Therefore the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports, "something inside the sensor looks burnt." No further details were provided. There was no report of fire, smoke, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.